Manufacturer narrative:
(B)(4) is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient's caregiver reported that the stoma site was infected and treated with an unknown oral antibiotic. The patient's caregiver reported that this was the second time antibiotics were required for a stoma site infection but did not provide the previous dates of infection or treatment.